Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds and rising pacing impedances that had increased to high values over several times the measured values from implant. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.